Event description:
It was reported that during a ptca/stenting treatment procedure, the viva balloon ruptured. The first lesion being treated was a 100% stenotic lesion in the distal left circumflex coronary artery. After crossing the lesion, the balloon of this product was inflated, and the penta 3.0/18 mm stent was placed. (The number of atms reached on the initial inflation is unknown.) The physician planned to use the kissing balloon technique at the distal left circumflex to the obtuse marginal left circumflex. The balloon was advanced through the penta stent's strut. When the physician attempted inflation, the balloon ruptured. The viva balloon was removed and replaced with two viva balloons (2.0/20 mm and 3.0/20mm) to successfully complete the kissing balloon procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.